Event description:
The customer reported unable to acquire 12 lead ECG. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire 12 lead ECG. There was no reported adverse patient impact. The philips field service engineer evaluated the device and ECG cables and was unable to recreate the 12 lead issue. The device passed all performance assurance testing and was returned to use. We will consider this a malfunction. Philips is unable to determine the cause.